Event description:
The clinic reported that a laser vision correcting patient presented with trace dlk (diffuse lamelar keratitus) superiorly under each flap at the one day post operative visit. The patient was treated medically with pred forte. The patient's uncorrected visual acuity was 20/20 in each eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field support or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.